Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Reporter state is (B)(6). A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report of an event in (B)(6) as follows: dr. (B)(6) was performing a posterior spinal fusion and while screwing on the matrix locking caps onto the screws, he stripped the distal end tip of the screwdriver shaft and broke the ratchet on the t-handle which attaches to the screwdriver shaft. It was noted that nothing fell into the patient. Perhaps too much force was exerted. Dr. (B)(6) simply used another screwdriver for his cap insertion. No patient consequence was obtained, thus no patient information is available. No delay was obtained. I have nothing further to add regarding this complaint. This is report 1 of 1 for (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 03.632.002 , synthes lot number: h423991 , supplier lot number: h423991 , release to warehouse date: 29-nov-2017 , supplier: na , manufacturing site: monument , no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product development investigation was performed for the subject device: customer quality investigation: the following investigations were performed: damage (visual: appearance not as expected): visual inspection performed at customer quality observed that the hex tip was significantly stripped and the hex edges were worn. No new issues were identified on the remaining portions of the device. The complaint description agree with the complaint condition and the complaint condition was confirmed. Relevant drawings for the returned instrument were examined (both current revision and from the time of manufacture): top-level (03_632_002) and tip drawing es0182. Dimensional analysis performed on corner to corner hex tip dimensions measured 4.21 mm (ca-814) that falls out of the specification of 4.397 mm +/-0.005 per 03_632_002 and es0182 . The out of specification dimensions is due to post manufacture damage. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. While no root cause could be determined it is possible that any unintended force encountered by the device during usage could have contributed to this complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.